Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating while performing preventative maintenance (pm), it was observed that there are touchscreen issues. Buttons at bottom of screen are unresponsive. During touchscreen calibration, bad touch was detected at the 2nd calibration point. The screen was cleaned but the problem still persists. Some physical damage (scratches) to touchscreen were observed at the lower center area. A replacement touchscreen is needed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The investigation is ongoing.